Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating med/thick sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that during a gastrectomy the instrument did not fire and there was a staple pre-fire. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing, the interlock was overridden and the reload was then applied to test media and found to function properly. The returned device as received by medtronic was found to meet specifications and due to the pre-fire condition, the reported condition was confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a gastrectomy, surgeon tried to transact jejunum and pushed blue button to fire but the device stopped. The surgeon waited for 10 sec and pushed blue button but it stopped again. So he asked to scrub nurse for a new one and surgeon could finish procedure without any additional event. After finishing procedure surgeon checked inside of egia and he found some staples was protruded from the cartridge. No patient injured. Patient current status: stable no medical intervention required no surgery time extended by 30mins or more autoclave manual washing no reinforcement material.